Manufacturer narrative:
Visual inspection performed by knee r&d project manager: approximately two months after a primary cementless total knee arthroplasty (tka), macroscopic subsidence of the tibial tray was observed on the medial side, necessitating revision surgery. Upon examination of the explanted tibial tray: the distal surface displayed a wide area with residual bone attachment. A wide region located antero-laterally, along with two smaller regions located medially, exhibited damage to the trabecular layer. The pattern of damage is consistent with mechanical impact from a surgical tool, likely used during explantation. No other relevant abnormalities or damage were observed on the explanted tibial tray. Based on the analysis of the retrieved device, there is no evidence to suggest a device fault as the cause of the adverse event. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Manufacturer narrative:
Batch review performed on 14 march 2025: lot 2400496: (B)(4) items manufactured and released on 16-apr-2024. Expiration date: 2029-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director: 2 months after primary uncemented tka on an old lady, the tibia baseplate is found loosened and a proximal tibia fracture occurred. This may be related to the rehabilitation program, as the tibia looks correctly implanted at index surgery. The quality of the bone appears good but the corticals are very thin; this may have clashed with the rehabilitation and the fracture may have occurred before or after the loosening. No reason to suspect a faulty implant.

Event description:
Revision surgery due to 3d metal tibial tray (cementless) subsidence and mobilization at two months from the primary. Gmk hinge implanted.